Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose levels ranging from 524 to 550 mg/dl with small trace ketones. The customer is uncertain of the suspected cause. Reportedly, the customer administered a corrective bolus. The customer declined a system check with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.